Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during a post-operative check. Interrogation of the pacemaker revealed that the right ventricular lead had intermittent capture and decreased r-wave amplitudes. The lead was successfully repositioned. The patient was in stable condition and asymptomatic throughout.